Manufacturer narrative:
The field service engineer (fse) confirmed there were no erroneous patient results generated as the instrument was operating correctly, other than the slow weeping of diluent between the bsv segments. The controls recovered within range and the bsv was replaced. The fse also noted the instrument has performed over 400,000 cycles (with this bsv). Reproducibility and carryover was run in both automatic and manual modes, startup and controls within range, and the instrument was verified and validated. (B)(4).

Event description:
The customer reported an undetermined amount (one microleter per sample run) of diluent fluid leaked from the blood sampling valve (bsv) on a coulter lh 500 hematology analyzer while running patient samples in automatic mode. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.